Manufacturer narrative:
Analysis found the yellow c-clip contact was pulled back into the clip body. The contact of the returned sample was 0.07" away from the inside diameter, which was out of specification. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported via a manufacturer representative that the probe had no signal during the thyroidectomy procedure. The procedure was delayed for about five minutes and another probe was used to detect better signals. This was the first time the probe was used. There was no patient impact.